Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has had a decrease in relief. Pt expressed a couple falls in the past but can¿t contribute it to any specifically. Impedance check with multiple out or range, the rep utilized the other lead. It's unknown if the issue was resolved at the time of the report.